Manufacturer narrative:
Section a. Patient information is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella device experienced an automated impella controller (aic) battery alarm during use. It was reported that despite the aic having a fully charged battery and plugged into a working outlet, there was an alarm for the battery. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) has been added. D9 (date device returned to manufacturer) has been added. G1 (manufacturer contact fax number) has been added. H3 (device evaluated by manufacturer?) Has been updated. No issue related to the batteries or the power module were observed within the aic.